Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The patient became hypotensive and c/o nausea and dizziness one and a half hour into the treatment. Patient was given a liter of saline and weighed. Patient's weight indicated a weight loss of 4.2 kg. The machine showed that 2,710 ml was removed. Additional saline was given and treatment was completed with the "uf" off. There was no serious injury or illness.